Manufacturer narrative:
The specific sample was collected in an edta microtainer described by the customer as an edta bullet. This sample was run immediately after it was drawn. Review of the customer provided printouts show in act diff instrument generated successive lower wbc, rbc, hct, hgb, and plt results without instrument generated flags. It is unknown if correct results were obtained and if other sample results were affected. All three levels of qc results were within the established ranges before and after the event. The customer technical specialist assisted the customer over the phone in performing the clean the baths (bleach) procedure. After bleaching the baths, high level control was out high on wbc, rbc, hct and hgb and a service call was generated. On (B)(4) 2012 the field service engineer (fse) cleaned debris from the sample syringe assembly and adjusted the hgb lamp voltage. The rbc and hgb calibration factors were also adjusted to the controls. Controls were run twice to verify the repair. The cause for the low results can be attributed to debris in the sample syringe.

Event description:
A customer reported to beckman coulter, inc. (Bec) that coulter act diff hematology analyzer generated lower than expected hgb and wbc results for one patient's sample. Repeat testing produced even lower results. The erroneous results were not reported out of the laboratory. There was no death, injury, or change to patient treatment attributed to this event.